Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged after only being implanted four months. They tried to reposition the lead during revision, however the helix would not turn. The lead was explanted and replaced. No additional adverse patient effects were reported.